Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lost sensor, no communication between insulin pump and transmitter, labeling problem, keypad/button unresponsive, damage, prime/fill anomaly, possible temporary vent blockage. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884l, mmt-213a, mmt-7841zn. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Product return status for mmt-1884l is unknown. No product return is required for mmt-213a. No product return is required for mmt-7841zn.

Manufacturer narrative:
P-cap locked in place properly during testing. Multiple attempts were made for the keypad to respond and the keypad remained unresponsive. Keypad overlay was removed, and no moisture or physical damage was noted during visual inspection. Unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test due to unresponsive buttons. Unable to to downloaded using thump software. Unable to confirm no com pump to xmtr and prime/fill anomaly due to unresponsive buttons. Proceeded by cutting the unit open and performed visual inspection on connectors, keypad flex connector was plugged in properly. However, moisture damage was noted on electronic assembly. Unit was received with cracked case (battery tube), scratched case, cracked keypad overlay at select button, cracked case on battery side, battery tube threads - cracked and label damage (faded). In conclusion, customer allegation of activation-keypad/button unresponsive was confirmed when an unresponsive button was noted. Unable to confirm no com pump to xmtr and prime/fill anomaly due to unresponsive buttons. Unit was received with label damage (faded) and moisture damage was on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.